Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09024. It was reported the patient is experiencing overstimulation. Surgical intervention may take place at a later date to explant the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted.